Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n276203, implanted: (B)(6) 2011, product type accessory; product ID 3550-p4, lot# n264053, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot# 271160001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had appointment coming up to reprogram the stimulator and wanted a manufacturer representative (rep) to be there for it. She wanted the rep to check the device due to having had 3 falls. A fall had occurred on (B)(6) 2014 and the patient broke her arm in 4 places. On the next morning, she fell on the opposite side. Then the patient fell a week later and fell on her implant. It jarred her up to the bottom of the rib. It was noted that a healthcare provider (hcp) had checked the device and it was okay but the patient wanted a professional to check it. Additional information received reported that the patient had an appointment with a doctor on (B)(6) 2015. The rep would be called for this appointment. It was noted that previous appointments had been missed due to the falls. It was also noted that stimulation was working fine because the patient was taking a lot less pain medications but she had turned the stimulation up a little higher. Usually after reprogramming, the numbers would go back down. That was why the patient wanted a rep to check the device and reprogram the device. Additional information received on the day of the appointment reported that there was an impedance value of greater than 10000 ohms on contact 7. The patient had already been programmed around this contact and no further reprogramming was needed. The patient was receiving adequate coverage and pain relief for her low back and lower extremities. The patient was noted to be alive with no injury and no patient symptoms were reported during the appointment. No further follow-up was required as the patient was still receiving adequate therapy and relief.

Event description:
It was reported that the patient fell two nights prior to the call and landed on their butt. Their implantable neurostimulator (ins) was noted to be a little loose in the pocket, and may have moved up an hit a rib because the patient's rib area was sore, swollen, and was black and blue. It was stated that the ins was back in the pocket. An appointment was scheduled for the patient to see their health care provider (hcp) three days from the report date. It was noted that the patient did not mention any surging or shocking. The patient had also fallen a while ago and fractured their shoulder, but that fall had not impacted the spinal cord stimulator (scs). No intervention or outcome was available at the time of call. Follow-up attempts have been made, and a supplemental report will be submitted if additional information is received.